Manufacturer narrative:
The device was manufactured between 01sep2018 and 02sep2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from unspecified location. There was no patient involvement. No additional information is available.